Event description:
During implant procedure, the guidewire was unable to be removed from the left ventricular (lv) lead. The lv lead and guidewire were explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found the ptfe coating of the stylet bunched up/clogged inside the inner coil at the proximal region of the lead. The cause of the reported event was isolated to the bunching of the stripped stylet, ptfe coating and inner coil. Abbott is continuing to monitor this issue.